Manufacturer narrative:
Concomitant medical products: d354trg, device.

Event description:
It was reported that an elevated threshold was observed and it was unknown if the elevated threshold was related to the left ventricular (lv) lead or right ventricular (rv) lead. The leads remain in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.